Event description:
A report was received that the patient's ipg site was not healing properly. The wound opened up and it was due to the procedure. The physician sutured down the ipg site. The patient is reportedly doing well.